Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator for failed back surgery syndrome. It was reported that the patient notified the rep that the patient programmer said "neurostimulator has been reset". The rep hadn't spoken to the patient yet at the time of the call with the manufacturer on (B)(6) 2016. Troubleshooting could not be done due to lack of access to the product. The rep was to reach out to the patient. Additional information received from the manufacturer representative (rep) reported they called the patient and their recharger showed power on reset (por). The patient had looked in their manual and saw that it meant power on reset. The rep helped them clear the por message. The patient&#62688;implantable neurostimulator (ins) was fully charged and they were not having any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.